Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that a loss of connection occurred on (B)(6) 2018. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. The probable cause could not be determined.